Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgement include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and interaction with accessories. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. The 3.5x12mm xience sierra stent delivery system (sds) failed to cross at the beginning of the lesion and was attempted to be removed. The stent dislodged outside the intended lesion, so an unspecified balloon was used to move the stent to the target lesion and finish implanting it. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgement include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and interaction with accessories. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3 - the device was returned.